Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Review of the device diagnostic history noted a vent inop occurrence due to an exhalation motor error. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer replaced the exhalation motor controller pcb board and main pcb board as a precaution to address the reported problem. Performance verification testing was completed and passed to operating specifications.